Manufacturer narrative:
Since the initial report was filed, the investigation into the leg ischemia experienced during impella use has completed. The pump was not returned for analysis. The data logs and clinical report were shared for analysis and review. The clinical report revealed that the patient was on high doses of pressors and was known to have venous congestion. The data logs were shown to reveal that the patient was not always appropriately anticoagulated with heparin throughout the support. The data logs showed that the pump ran to specification throughout the support. The root cause was not found to be due to the use of the impella but, rather to the patient underlying condition of venous congestion and pressor medication.

Manufacturer narrative:
To date the medical facility has not yet returned any impella product for analysis. When the investigation is completed a final report will be filed.

Event description:
A patient admitted with a complex medical history was admitted to the medical facility with difficulty breathing. After a right heart catheterization was performed, the team chose to place an impella cp for hemodynamic support. After insertion a hematoma developed at the access site. The hematoma was treated by femostop compression. The patient was bleeding from the access site for the swan as well. Due to the blood loss the team infused blood product. After 54 hours of support the team chose to explant the impella. Shortly after explant the patient experienced signs of limb ischemia. There was discussion of possible amputation, but this was not done.